Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. Patient was admitted to hospital with an uti and renal issues on (B)(6) 2017. Patient received IV fluids and antibiotics. Family made the patient a dnr. Patient was transferred to a swing bed unit for continued treatment. On (B)(6) 2017 patient was found with spontaneous respiration and pronounced dead. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.